Event description:
A us dist contacted zoll to report that a pt experienced ten inappropriate defibrillation treatments. Atrial fibrillation was rapid ventricular response and motion artifact at 172 bpm, 198 bpm, 211 bpm, 162 bpm, 217 bpm, 204 bpm, 173 bpm, 188 bpm, 191 bpm, and 190 bpm contributed to the false detections. A review of the downloaded data confirms that the response buttons were pressed intermittently during the entire event. There is no additional info associated with this event at this time.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no additional info associated with this event at this time. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 10/2003 - reuse. Electrode belt (B)(4): 04/2009 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent and inappropriate defibrillation. (B)(4).